Manufacturer narrative:
(B)(4). The customer reported to have replaced the breath delivery unit (bdu) printed circuit board (pcb). Covidien loaded the software and conducted the final testing only.

Event description:
It was reported that during testing, the ventilator generated an error which rendered the unit inoperable. There was no patient connected to the device.